Event description:
The user facility reported that the tip of gwa .014 involved broke off in a very heavy calcified area of the posterior tibial artery. The wire was being used through a finecross m3. When pushed multiple times into the calcified segment, the wire tip broke. The case was completed as normal, and the piece of wire was not removed as it was not causing any issues with the patient. The patient condition was not affected. The procedure outcome was not affected. The event occurred intra-operative. There was no medical or surgical intervention required. Additional information was received on 08 dec 2022: the case was a cli case for a non-healing wound on the patient's heel. There was no blood loss. The patient was in stable condition and was not affected; however, the tip of the wire was left behind.